Manufacturer narrative:
Two pressure transducers (pc1781) from the device, one on the inspiratory side and the other from the expiratory side, were replaced by the company field service engineer (fse). The ventilator passed functional tests and was returned to service. The pressure transducers have not been received for investigations, but the logs from the device were received for eval. The log evals have shown that over time, the pc1781 boards zero pressure output have drifted negatively. The logs have shown that the zero pressure output exceeded the allowed limit and this caused the reported pressure transducer test failure during pre-use check. Investigations of pressure transducers with this type of drifting have located the problem to the die in the pressure sensor on the pc1781 board. The die in the pressure sensor was mfg by a new wafer supplier (semi-conducted material used for mfg of the die). The drifting is gradual and occurs during the first few hundred hours of use and only some sensors from this source have shown this drifting problem. This wafer source is no longer used as a supplier of the die for pressure sensors on the pressure transducer boards. The exchanged pc1781 boards were mfg with pressure sensors with a die from the wafer source found with drifting sensors. (B) (4).

Event description:
It was reported that during the pre-use check the ventilator failed the pressure transducer test. (B) (4). (B) (4).